Event description:
It was reported "had a case in the cath lab wasn't able to insert the catheter in the beginning then after insertion and positioning once he started the balloon on it gave helium possible leakage, however the balloon was still working. Once they checked all the alarm information about helium possible leakage, they noticed that there was a rupture in the balloon, hence they removed the balloon and the tip was completely destroyed". Additional information states that the patient is deceased. At the time of this report, the customer has not responded to our requests for additional information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information from the customer states that the patient's cause of death is not related to iabp therapy. Additional information: the reported complaint that the "balloon on it gave helium possible leakage" is confirmed based on the photo provided with the complaint report. In the photo, the iabc central lumen was noted to be broken near the iabc distal tip. The broken central lumen can cause the helium loss alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "had a case in the cath lab wasn't able to insert the catheter in the beginning then after insertion and positioning once he started the balloon on it gave helium possible leakage, however the balloon was still working. Once they checked all the alarm information about helium possible leakage, they noticed that there was a rupture in the balloon, hence they removed the balloon and the tip was completely destroyed". Additional informaiton states that the patient is deceased. At the time of this report, the customer has not responded to our requests for additional infomation.